Event description:
Customer reportedly obtained two results of >8.0 inr on the coaguchek s system during duplicate testing. Within 4 hours, a lab was drawn and returned a result of 5.46 inr. Coumadin dose was adjusted based on lab result. No adverse event reported. Requested return of suspect system and replacement sent.